Event description:
It was reported that the patient¿s blood glucose rose to 243 mg/dl after a missed meal announcement while using the ilet during the initial learning phase, and education was provided regarding not announcing meals more than 30 minutes after eating and the conservative correction behavior during early use. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included no use of backup therapy, no ketone testing or ketone-related actions, no alerts or alarms, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake review, user education and troubleshooting, and monitoring of glucose trend post-call. Investigation of this case revealed use-related error due to a missed meal announcement and expected device behavior with conservative insulin dosing during the learning period; no device malfunction was identified. It was concluded, based on established findings for similar reports, that the cause was use error combined with expected algorithm performance during early adaptation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.